Event description:
It was reported that a malfunction alarm occurred. There was no patient involvement, as customer had not yet begun use of pump for insulin therapy at the time of the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.